Event description:
Scratched surface of gums [gingival injury] bottom part of brushhead comes off/bottom piece broke[device breakage]. Case description: a consumer reported that twice while using an oral-b rechargeable toothbrush, version unk with an oral-b dual clean brushhead, the bottom part of brushhead came off/bottom piece broke off. The most recent time, it scratched the surface of the gums.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at ths time. Full eval will occur upon receipt of the returned product.